Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in germany that the 5.5mm healix advance br multipack - 2 suture device had pollution in the packaging. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the device has a piece of unknown foreign matter in the white blister and foil pouch. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. The packaging process was reviewed with the manufacturer and it is in compliance with the process steps. The customer did not return the device, therefore it is not possible to perform an analysis of the foreign matter found inside to determine its origin. No similar complaints were found on the last 12 months for part number therefore we can conclude that this is an isolated case. A root cause can not be provided since the customer did provide the lot number and did not return the device for further analysis. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.